Event description:
It was reported to boston scientific corporation that a gemini basket was used in the ureter during a ureterolithotripsy procedure performed on (B)(6) 2022. During procedure, the wire was broken. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Initial reporter city is (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.